Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the "fiber activity was too high" (excessive activation of the laser systems fiberlife mode) at 14,000 joules of use. The case was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to be fractured near the proximal end of the metal cap which could result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be excessive bending/user handling during the procedure.